Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with no visual non-conformances and with two reloads present. Reload b was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. Reload c was received partially fired 1/2, a partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reloads b and c were tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the firing trigger became not to be grasped on the way when the device was fired on the bronchial tubes at the first firing. Although the cartridge was replaced, the firing trigger became not to be grasped in the same way. Another device was used to complete the case. There were no adverse consequences to the patient.